Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, on (B)(6) 2024 the customer was taken to the emergency room with a blood glucose of 389-over 500 mg/dl and reported ketones and vomiting. The ketone level was unknown. Customer attempted to address the elevated (bg) by delivering a manual insulin injection. Customer was treated with intravenous fluids (IV) of saline and insulin, which resolved the issue, and customer was released on (B)(6) 2024 with no permanent damage reported by their health care provider. Ultimately, the customer reverted to an alternate form of insulin therapy.